Event description:
It was reported that the patient presented for routine follow up. Device interrogation revealed high threshold. No dislodgement was seen on fluoroscopy. Physician elected to reposition the lead. It was later reported that at a subsequent follow up, the high threshold was once again observed. A decrease in sensing was also noted. X-ray revealed the lead had dislodged. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.